Manufacturer narrative:
Siemens has completed an investigation of the reported event. In the event a focus head fails on an x-ray tube (regularly x-ray tubes are equipped with 2 or 3 foki), this failure is detected and the operator can semi-automatically switch to another focus in order to finish the ongoing procedure. During the investigation, a failure was identified where, under specific circumstances, the focus switch over does not perform correctly. Siemens has initiated a field corrective action for this issue which has been reported to the FDA via 806.10 report # 2240869-11/03/16-0032-c.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the customer reported that x-ray was not possible. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.